Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in a groshong catheter was confirmed, but the cause of this leak cannot be determined. The sample returned consisted of 3 videos depicting a catheter-related clinical setting. Visual observation of video 1 found it to depict a catheter within a patient, apparently a groshong PICC, which was leaking off and on. It could be seen that the leak was within the section of catheter with a black longitudinal line passing through the depth marks, but the exact position was not apparent. No flushing hub, extension leg, or syringe was visible. Video 2 appeared to be exactly like video 1. Video 3 showed a clinical setting in which a groshong PICC insertion was being performed. The catheter was inserted smoothly for a portion of its length and then the introducer sheath was pulled out and then split off of the catheter. The video ended at this point, with the flushing stylet not removed. It is not certain if this catheter depicted was the original or the replacement catheter mentioned. The cause of the leak cannot be determined from these videos; however, potential causes include sharp instrument damage and damage from the stylet due to neglecting to pre-flush the catheter or a kinked stylet. The following IFU statements may be of assistance: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire.¿ (prior to preparation for insertion): ¿preflush the catheter. Attach prefilled syringe to the luer attachment on the flushing stylet. Preflush catheter with sterile normal saline. The syringe may be left attached during procedure.¿ a lot history review (lhr) of reat2194 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reat2194 have been reported from the same (B)(6) facility).

Event description:
It was reported by nurse that the catheter was placed into the patient¿s body by the healthcare professional with more than 4 years of catheter placement experience. It was found that liquid leakage occurred 48cm on the catheter. After flushing the catheter with 20ml normal saline, there was obvious water column running out. The catheter in matter was replaced with a new one by the department and was disposed of at that time. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2194 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reat2194 have been reported from the same (B)(4) facility). Device not returned, at this time.

Event description:
It was reported by nurse that the catheter was placed into the patient¿s body by the healthcare professional with more than 4 years of catheter placement experience. It was found that liquid leakage occurred 48cm on the catheter. After flushing the catheter with 20ml normal saline, there was obvious water column running out. The catheter in matter was replaced with a new one by the department and was disposed of at that time. No patient injury was reported.